Event description:
Customer alleges he attempted to make the lift chair lift but the back of the chair began to tilt forward on his upper torso, sandwiching him between the back of the chair and seat.